Event description:
It was reported that the patient issue with the lcd screen. The patient poc lcd screen stopped working and unit wasn't producing o2. Pt oxygen was at 50% when checked he was rushed to ER, the poc changed columns error message showed. When attaching battery to unit no beep occurred replacing unit shipping to address on file. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
The unit was received for investigation on june 11, 2025. The return reason of service needed was confirmed as zeolite was found leaking, which possibly caused when columns frit flips in the columns cup. The unit was repaired.